Event description:
It was reported that the device has not been used in a case, but it looked different - there was no crimp on the bottom of the shaft. Device tested for jaw functionality. The device was opened, cartridge loaded and closed three times on the cardboard flap of the sales unit. On the third closing, the jaws would not open, and the articulation joint slid forward.

Manufacturer narrative:
Information anticipated, but unavailable at this time.